Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and thresholds. Because of quality of life issues and minimally pacing the patient did not want a new rv lead. Therefore, the rv lead remains in use. No patient complications have been reported as a result of this event.